Event description:
It was reported that during a common bile duct (cbd) stenting procedure, a partial dislodgement and placement problems occurred. The 4.5cm lesion was located in the non-tortuous cbd. An unspecified 7fr. Sheath was placed and the lesion was pre-dilated using another manufacturer's 8mm x 4mm balloon catheter. The express biliary ld 10.0mm x 60mm x 75cm stent delivery system was advanced to the lesion, however, upon withdrawing the system from the papilla to the common bile duct to re-position the device, resistance was encountered and the stent partially shifted off the stent delivery system and remained approximately 1.5cm distal to the lesion. With part of the stent remaining on the stent delivery system, the physician attempted to deploy the stent at this location, however, upon inflating the balloon, the portion of the stent that shifted off the stent delivery system was unable to be dilated. A 25mm express stent delivery system was advanced to the lesion and successfully deployed in the cbd overlapping the previously placed stent to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.